Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the system displayed an error 32056. Technical support engineer (tse) guided the caller (doctor) through troubleshooting, however, the issue persisted. In a log review, tse confirmed the error 32056, pointing to universal surgical manipulator 4. Tse advised the caller to disable usm4 and continue if possible with 3 usms. The surgeon, however, did not want to continue with the procedure this way and decided to abort the procedure. There was no reported injury as a result of the issue. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: five to ten minutes into the procedure, the arm 4 could not be used. According to the reporter, the system was inspected prior to use and there were no issues observed and no issue with port placement. As result of the reported issue, the surgeon aborted the procedure. No patient injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the reported issue and replaced universal surgical manipulator (usm) 4 to correct the reported failure. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm4 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed and replicated the customer reported complaint. When the usm was tested on an in house system, the unit failed normal mode; an error 32056 was triggered. System & remotefe logged errors 32056, 1173, 1123, 32058, 32101 pointing to pitch. During inspection, fa found pitch sl printed circuit assembly (pca) was loose. After the pitch sl pca was reseated, the unit was re-tested, the error 32056 cleared. The unit passed all further testing with no faults found. As a precautionary measure, the pitch sl pca, flat face cable sl2, and axes controller arm were replaced.